Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach, during thv deployment, the commander delivery system balloon burst at the end of inflation. The native valve was known to be heavily calcified. The thv was able to be fully deployed and was working well. However, the operators were unable to remove the balloon through the esheath. When attempting to remove the balloon, it caused an accordion effect. Surgical cutdown had to be performed to fix the femoral artery. The patient was well at the end of the procedure. As per physician opinion, the root cause of the burst balloon was calcium spear. As per predecontamination evaluation, the esheath liner was fully delaminated and a esheath shaft damage at 5cm from distal tip was observed.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no 2015691-2024-02006. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation the liner was circumferentially delaminated 4 cm in length from distal tip. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the liner delamination was confirmed. Investigation results suggests that procedural factors (withdrawal of burst balloon) and patient factors (tortuosity) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.